Manufacturer narrative:
Concomitant medical product: product ID: 693558 lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to infection. No further patient complications have been reported as a result of this event.